Manufacturer narrative:
No adhesive anomaly could be confirmed and the insertion test could not be performed due to the sensor being returned opened and used. No skin irritation test could be performed in the lab.

Event description:
Customer stated its only been 23 hours since she inserted the enlite sensor before it popped out while getting out of the tub. Customer complained the enlite sensor tape is not sticking , her doctor explain its due to life changes. Customer stated she is going thru menopause and has hot flashes. Customer blood glucose level is 164 mg/dl. Customer asked for replacement sensor due to having irritation and infection. Signs of infections are bloody dots, redness and swelling. Customer stated the cause for the issues can be due to her having gastroparesis. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.